Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation did not confirm the user report. The unit was powered on and off over 50 times. The spare lamp did not activate during testing. However, heavy dust and debris was found in the fan which could contribute to lamp failures. The investigation also found a damaged front panel, a scope socket with corroded pins, a worn out socket air joint leaking air pressure, corrosion in the air tubing, and a non-olympus lamp with light output below specifications. The necessary parts were replaced. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the main lamp of the evis exera iii xenon light source sometimes did not ignite and switched to the spare lamp light. This event was found during preparation for use. The customer also reported the front plastic panel is cracked. This report is being submitted for the reportable event "main lamp did not ignite and switched to spare lamp light." There was no patient harm or impact to patient care reported for this event.

Event description:
Customer response received on 28 sep 2021. Customer is the center director at (B)(6) (and an rn). The scheduled procedure name is unknown. The procedure was completed in a separate procedure room. The patient was not under anesthesia. The procedure was moved during set up for the procedure. There was no harm or impact to the patient or procedure time.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter regarding the event and the reporters occupation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the issue was not confirmed, though the repair department noted excessive dust which likely led to the fan and lamp failure. This information is addressed in the instructions for use (IFU): "·do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. ·do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ·avoid using the light source in a dusty environment. This may damage the light source. ·do not prepare, inspect, or use the light source with wet hands ·always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp (B)(6). ·never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor the field performance of this device.